Event description:
A malfunction alarm labeled as malf 12 was reported by a customer, who experienced at least three occurrences of the same malfunction on the pump. There was no adverse impact on the customer's blood glucose level. The customer was informed by technical support to use multiple daily injections as a backup therapy and received instructions to place the pump into storage mode before returning it for a replacement. The customer was informed that the replacement pump would have updated software, and they were advised on programming their settings and connecting their cgm. Technical support confirmed the shipping address and arranged for a replacement pump to be sent with a pre-paid return label for the faulty pump.